Event description:
It was reported that the power cable on the 9900 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was repaired during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.